Event description:
It was reported that a spectrum pump constantly alarmed system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found that the motor mount screw were severed which is a known contributor to the system error 105. The motor assembly and motor mount screws were replaced.